Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating. Corrosion of the sag head assembly can generate friction and cause the dynamic components to overheat.

Event description:
The micro sagittal saw was sent for evaluation due to overheating prior to a procedure. There was no patient involvement; no adverse event was associated with the device.